Event description:
It was reported that the 9800 system had intermittent fluoro/no images. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the fluoro function board, generator interface board and interconnect cable. The system functioned as intended and was placed back into service.